Manufacturer narrative:
Batch review performed on 22 november 2018: lot 143399: (B)(4) items manufactured and released on 29 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical "evalutation" performed by medical affairs director on november 16, 2018: 2 years after primary cemented tkr the insert fixation screw got loose in the joint. It was immediately removed and insert was exchanged. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque but other unknown conditions may also play a role. Preliminary investigation performed by r&d product manager november 21, 2018: "loosened" of the insert safety screw occurred about 2 years after primary surgery. Screw backed out and was found loosened in the joint. Tibial insert and screw have been removed during revision surgery. Head and threaded part of the screw looks partially damaged. They have been plastically pressed once, backed out from the inlay, were interposed between the femoral component and the tibia insert and underwent to the body load. Articular surface of the insert is damaged, with "sctratches" and the negative footprint of the screw. Tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. Torque limiter screwdriver is already available and its use is mandatory. But other unknown factors might also play a role in the event.

Event description:
About 1 year and 10 months after primary the surgeon revised the patient for inlay fixation screw unscrewing. Liner swap. The surgery was completed successfully.